Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer's blood glucose level was 5.2 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement test properly. Power error noted due to non-sleep anomaly software error.